Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that on (B)(6) 2024 the patient reported that the one infusion set cannula was bent. The site of insertion is abdomen. The length of time of infusion set is 6 days and patient reported an issue that occurrence of bent cannula was sixth day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).